Manufacturer narrative:
(B)(4). Device is combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the femoral artery. The 90% in-stent restenosed lesion was located in the mildly tortuous distal circumflex (cx) artery. The circumflex (cx) artery was predilated with a 3.0mmx15mm apex balloon. Then the physician advanced 3.00mmx24mm promus element plus to the lesion. The 3.00mmx24mm promus element plus balloon was inflated to 15atms and ruptured on the first inflation. The lesion was postdilated with a 3.0 x 12 nc quantum apex balloon. The procedure was completed with the 3.00mmx24mm promus element plus. The patient's status was good.